Event description:
The reported info is not clear, but reportedly, the device displayed the pt ECG through paddles lead as dashed lines and the device would not deliver energy to a pt. Another crew arrived on scene, the combination electrodes were removed and replaced with another set, and proper operation was observed. It is not known at this time why the original electrodes were replaced by the backup crew. Pt outcome was not reported.